Manufacturer narrative:
It was reported that the touch screen no longer works due to a crack on the screen. The failure occurred during treatment. The cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp device was exchanged during treatment, a report is required. A getinge field service technician (fst) was sent for investigation on 2024-12-13/18/19. The assembly touch foil and display was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the fst, the root cause of the touch screen damage was that an object fell on the touch screen resulting in a crack. Additionally, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: defective display: - destroyed display - touch partially defective caused by mechanical impacts (edges, claws). The cardiohelp has several safety features, that the device can be operated, even when the touch screen does not work anymore. All-important adjustments can be made by using the rotary knob or if all other things do not work by engaging the emergency mode to keep up the blood flow. Further, according to the instruction for use the touch screen has to be checked before use. Thus the risk for harm of any person is remote. The review of the non-conformities has been performed on 2024-12-09 for the period of 2020-06-09 to 2024-12-09. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-06-09. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "touch screen not functional ¿ cracked" could be confirmed, but is not a product related malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the belgium market on a significantly similar device to "base unit, cardiohelp", which is sold in the us. For d4 unique identifier (UDI), primary di number has been used for base unit, cardiohelp with catalog number 701048012, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to the device involved in the event, not available in us.

Event description:
It was reported that the touch screen no longer works due to a crack on the screen. The failure occurred during treatment. The cardiohelp was exchanged. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, a report is required. Complaint ID (B)(4).